Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2231 ICD implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the high voltage right ventricular (rv) lead exhibited oversensing and an apparent fracture, and the low voltage rv lead exhibited high thresholds. The atrial lead also exhibited high thresholds, and appeared to no longer be stable in the atrium, as the lead had become taut and pulled the helix. The two rv leads were explanted and replaced with a single lead, and the physician attempted to explant the atrial lead, but the lead became lodged in the superior vena cava (svc). The atrial lead was partially explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.